Manufacturer narrative:
We received the involved sample. The visual examination of the catheter did not shown any anomaly. Furthermore, the tightness test did not shown any leakage. The described defect could not be reproduced. The returned sample is compliant .therefore, the root cause of the reported event cannot be defined. No other complaint has been registered on this batch. All umbilical catheters are 100% tested for tightness and non-obstruction during the manufacturing process.

Event description:
After the insertion of the catheter , during the fixation , the praticien noticed air in the syringe connected at the catheter hub. When he tried to flush the catheter , he noticed a leakage at the graduation 8.5. The catheter was removed and replaced. The placement time was extended , at all 3hours 30. No further information concerning the patient outcome.

Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion. No other complaint has been registered on this batch. All umbilical catheters are 100% tested for tightness and non-obstruction during the manufacturing process.

Event description:
After the insertion of the catheter , during the fixation , the practician noticed air in the syringe connected at the catheter hub. When he tried to flush the catheter , he noticed a leakage at the graduation 8.5. The catheter was removed and replaced. The placement time was extended , at all 3 hours 30. No further information concerning the patient outcome.